Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant and other chronic/intract pain (trunk/limbs). It was reported that the catheter was kinked and the patient has had no falls or trauma. The patient was not getting his medication and had a procedure done where they went in to see if everything was working correctly and that's where they discovered that the catheter was kinked in several places. They are not receiving any medication and is "back at zero again" experiencing all these pains all over again and it was stated that they would have to have surgery to resolve the issue.